Event description:
On (B)(6) 2016, nakanishi received an e-mail from a distributor ((B)(4)) about handpiece overheating. Details are as follows. On (B)(6) 2016, (B)(4) was made aware by incoming repair paperwork that an nsk handpiece, x95l (serial no. : (B)(4)) had overheated and burnt a patient's cheek. Upon receipt of the information, (B)(4) searched the repair history for the handpiece and no history of service performed at (B)(4) was found. (B)(4) then contacted the dentist to obtain the further information, and the information (B)(4) gained from the dental office is: the event occurred on (B)(6) 2016. During the procedure of crown preparation on #19, the handpiece head came in contact with the patient's cheek, and the patient complained about the handpiece overheating. A lesion was developed on the cheek of the patient. The patient was anesthetized. The dentist prescribed lidex gel and peridex to treat the area. The patient's recovery was reported after the patient follow-up.

Manufacturer narrative:
Upon receipt from nsk america of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device (B)(4). These activities are described in more detail below. Methodology used : a) nakanishi examined the device history record for the subject x95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. No problem was observed after service activities either. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand to see bearing condition. Nakanishi observed that the bur did not rotate smoothly. C) nakanishi conducted a temperature test of the returned device in the following manner. C.1) temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points farther toward the distal end of the device, testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. C.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray and measured the exothermic situation. C.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise at the test points (1) and (2) as follows after the beginning of the measurement ; (1) 71.5 degrees c, (2) 61.7 degrees c. The rise was so sudden that the temperatures, 71.5 degrees c and 61.7 degrees c were observed only 26 seconds into the planned 5 minutes evaluation period. C.4) nakanishi washed the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. C.5) again, nakanishi measured the temperature rise of the pana spray plus-cleaned handpiece in the way described in c.1) and c.2). Nakanishi still confirmed the abnormal temperatures, 71.8 and 62.5 degrees c respectively at the test points (1) and (2). Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed as follows. - damage on the ball bearing retainer of the cartridge bearing. - abrasion of some inside parts. B) nakanishi took photographs of all the disassembled parts and kept them in a file. C) nakanishi then replaced the damaged bearing and measured the exothermic situation yet again in the way described in c.1) and c.2). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to the damaged cartridge bearing. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual .